Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a follow-up. One episode of non-sustained vt due to noise on the ventricular channel was observed. X-ray was performed and no anomalies were seen. The lead was capped and replaced on (B)(6) 2016. There were no adverse consequences, patient was in stable condition.